Event description:
The customer reported a device error and requested service. There was no reported pt involvement.

Manufacturer narrative:
(B)(4) : the customer reported a device error and requested service. There was no reported pt involvement. The local repair service stated that the problem with the device was a failure to power up. The device was evaluated and the problem was confirmed. The device was repaired by replacing the optical switch. The device passed all testing and was returned to use.